Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of "lo" (<20 mg/dl) and 183 mg/dl within a ten-minute timeframe. When plotting each reading against the average on a parkes error grid, ("lo" plotted as 19 mg/dl) the results fall in the "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The customer's meter and test strips were returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within range spec, and no errors or other issues were observed during control solution testing.